Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site inflammation and discharge. On 27 november 2023, the patient was prescribed oral cotrim 960 for the stoma site. It was reported that the patient did not see improvement of the stoma site following antibiotic treatment. It was reported that the patient will be taken to the emergency room on (B)(6) 2023 for the stoma site.